Event description:
A doctor's office alleged that multiple patients had experienced the debonding of restorations after placement with the maxcem elite product.

Manufacturer narrative:
Specific number of patients and patients information with regard to gender, age, and weight was not provided. The patients returned to the doctor's office and their restorations were re-cemented. To date, the patients are doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.